Manufacturer narrative:
H.6.investigation summary; bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted: there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd vacutainer® urine complete cup kits experienced sample leakage during storage/transport which was noted after use. The following information was provided by the initial reporter: material no. 364957, batch no. Unknown. We are hearing from multiple techs about severe leaking of the blue top urine cups (into the biohazard bags transported from the bedside to our dirty utility room), even when they have taken some care to ensure the lid is screwed on tightly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter occupation: emergency department clinical nurse specialist a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd vacutainer® urine complete cup kits experienced sample leakage during storage/transport which was noted after use. The following information was provided by the initial reporter: material no. 364957 batch no. Unknown. We are hearing from multiple techs about severe leaking of the blue top urine cups (into the biohazard bags transported from the bedside to our dirty utility room), even when they have taken some care to ensure the lid is screwed on tightly. They feel that this exposes them unnecessarily to bodily fluids and is a significant safety issue for them. The staff members do use the biohazard bags, but then are being exposed when they have to open the bag to do the urine dip and/or transfer the urine to the tubes. While they do wear gloves for this process, there should not be urine leaking into the transport bags.